Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported exit block on the poles was observed during a routine follow-up. The patient was asymptomatic. The patient was set for lead revision. During the revision, an x-ray imaging revealed the lead had dislodged into the coronary sinus. The lead was explanted and replaced. The patient tolerated the procedure well and the patient condition was stable the entire time.